Event description:
Left arm 2 french peripherally inserted central catheter (PICC) leaking. Hole found in proximal end of PICC. PICC line was being maintained per policy and documented. Line is not available for return. No harm to patient.